Event description:
It was reported, that during a da vinci-assisted surgical procedure. A non-recoverable 41070 fault occurred. The customer contacted dvstat technical support engineer (tse) and reported, that they had a vessel sealer extend (vse) instrument on a vessel. And were currently getting a visual on the instrument, before power cycling the system for a second time. The system was not connected to onsite. The customer said, that upon power cycling the system, less than a minute later, the system faulted again with a non-recoverable 41070. The customer power cycled for a third time. And when the system came back up, they were able to remove the vse instrument successfully. The customer placed tse on a brief hold, came back on and informed the tse that they converted to a laparoscopic procedure. But are still using the tower for visual. The tse requested system logs. But the customer was unable to do so, as the surgeon was using the endoscope. Unable to display the logs. The customer stated, that they will call support after the case for guidance on retrieving the error. The procedure continued laparoscopically with no reported injury. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted colectomy procedure. A vs instrument had been clamped on omentum tissue ,prior to the non-recoverable 41070 fault occurring. The vs was fired, and a blade exposed error presented ¿amongst other errors¿. It was unknown, what audible tones were generated, if any. The customer alleged, that due to the faults, the vs did not complete the seal and the vs instrument became stuck on the omentum tissue. The customer tried power cycling the system. But the errors persisted. To resolve the issue, the surgeon excised an unspecified amount of omentum tissue to release and remove the vs instrument. The surgeon opted to complete the procedure laparoscopically, while using the da vinci tower for visual. Patient identifier (B)(6) was created to separately address the issue with the vessel sealer extend (vse) instrument stuck on tissue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reviewed, system logs and found 95 high temp error on video processor (vp). The fse replaced the video processor (vp), and the issue was resolved. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the video processor (vp) assembly involved with this complaint. And completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint. However, the error/fault was confirmed, via error logs/system logs. The customer reported, a board has reported a temperature that is beyond the operating range of the parts, error 95 nes vci2. The vp was installed and tested in the pca test system. Start up with error, ran 10x power cycles with this vp, all passed. The vp remained in the test system for 2 hours while testing other parts, and it performed with no issue. This vp is no trouble found when reviewing the remote error log. There were errors 95, logged by the video camera interface (vci) 2 node on the dual window appliance (dwa) board. Indicating a board reported a temperature that is beyond the operating range. That parts may be damaged. The dwa will be replaced as a precaution. The complaint regarding the customer encountered non-recoverable 41070 faults was confirmed, via error logs by failure analysis, which indicated that the device did contribute to the reported event.